Event description:
Same case as: 2134265-2015-01365 and 2134265-2015-01318. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an unknown imaging catheter to view an unspecified lesion. During procedure, it was noted that the motor drive unit (mdu) 5 plus suddenly stopped performing automatic pullback. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. Evaluation of the returned device revealed a kink in the telescope assembly at 70.8 cm from femoral marker to the proximal end. The telescope assembly was not able to properly pull back, advance, or retract due to the kink located in the telescope assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the procedure was completed with another opticross imaging catheter but with the same motor drive unit.

Manufacturer narrative:
Correction: upn search corrected from unk97 - coronary catheter - (B)(4) to h749518080 - opticross jp - (B)(4). Manufacturer name corrected from boston scientific - (B)(4). Mfg site name corrected from boston scientific - (B)(4). (B)(4).

Event description:
It was further reported that the procedure was completed with another opticross¿ imaging catheter but with the same motor drive unit.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).